Event description:
During cystoscopy resection of bladder tumor the ceramic tip of the outer sheath (obturator) came off in the patient's urethra. The surgeon was able to remove the ceramic tip with graspers, no harm to patient.